Event description:
Affiliate reported that the connection from the distal catheter and valve broke. As a result, fluid did not flow through the device and needed to be replaced.

Manufacturer narrative:
Codman has received the device and is currently being evaluated. A follow up report will be filed upon completion of the investigation.